Manufacturer narrative:
Difficulty inserting the catheter led the clinician to replace the product. A new insertion site was necessary. The risk is greatest when the central vein is accessed; therefore, the potential for injury is not considered remote in the case of a re-stick. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product it could not be determined if damages or defects existed on the catheter. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
It was reported that it was unable to insert the catheter during use. The reporter commented that resistance between the catheter and introducer was not noted. Another insertion site was required at the time of catheter replacement. The first pacing catheter was inserted from the femoral vein and the second pacing catheter was inserted from the internal jugular vein. Although no actual injury was reported, it appears that a new insertion site was needed as a result of the difficulty.